Event description:
Hold for ac 4.24 an olympus representative reported on behalf of the customer that their evis lucera elite colonovideoscope had a 315 ¿ unsupported scope error was observed during preparation for use for an unknown diagnostic procedure. The intended procedure was completed during a replacement scope. There were no reports of patient harm or procedural delay associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. E315 error occurred causing the image to disappear at an angle. Shadows were visible in the image and scope communication error was observed and the scope identification was not displayed. The device evaluation found scratches throughout the device. Watertightness was not maintained due to holes in the air/water channel and there was liquid leakage recognized in the universal cord, scope connector and scope connector cover. There was discoloration on the control body and the suction cylinder was scrapped. Both the bending angle and the play of the angle knob were both out of specification due to elongation of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The operation manual describes how to inspect the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscopic image]. Observe the palm of your hand using the wli and nbi (white light imaging and narrow band imaging) endoscopic images. Confirm that light is emitted from the distal end of the endoscope. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.". Olympus will continue to monitor field performance for this device.